Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath into the patient's right femoral artery. After a few seconds of pumping the intra-aortic balloon pump (iabp, (B)(4)) alarmed "high pressure." The pump was restarted and 2 minutes later blood was noticed "coming out of the helium tube." They immediately stopped the pump and the md tried to remove the iab back through the sheath, however this could not be done. The md removed the iab and the sheath. A new 40cc iab was retrieved and inserted through a sheath and into the left (opposite) femoral artery without issue. There was no reported patient death or injury. The iabp therapy was delayed / interrupted for 5 minutes. There were no reported patient complications and the patient outcome is fine. Additional information received on (B)(6), 2012 stated the iab was prepped per instruction. The fiberoptix sensor (fos) was zeroed prior to insertion. It is unknown if the patient had a torturous anatomy. The second iab was inserted through a sheath and into the left femoral artery successfully.